Event description:
Infusion innovations received a phone call from patient's home health nurse. She stated that patient had a dose of invanz that leaked all over. Infusion innovations had to replace the dose.